Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation that a patient¿s controller was displaying the ¿replace generator. The generator is approaching its end of service¿ message was confirmed. When queried with a lab pc, it displayed the message observed in the field. As received, a review of the ipg logs confirmed the device had declared eol. Analysis of the returned ipg found no physical anomalies, it communicated and bonded normally. The ipg was subjected to a functional test on ate. This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and specifically tests for any impedance issues. All portions of the autotest passed. The ipg functioned as intended. The root cause of the reported observation was due to the ipg having normal battery depletion and reaching its eol.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had reached end of life, confirmed by the ¿replace generator. The generator has reached its end of service¿ message. In turn, surgical intervention may take place to address the issue.